Manufacturer narrative:
The investigation determined that the reported injury was indeed severe at the time when the event happened, but proceeded without permanent impairment in the status of the health of the injured person and the functionality of the injured finger because the medical intervention was sufficient to prevent adverse consequences. The healing of the engineer's wound proceeded without complications.

Manufacturer narrative:
The engineer allegedly did not receive antitetanus protection because he had received treatment recently due to a household accident and was inside the window of protection. The engineer allegedly received two courses of antibiotic treatment. The first antibiotic received was reported to be clindamycin hcl 300 mg. And was started on (B)(6) 2023. The second antibiotic received was reported to be ciprofloxacin hcl 500 mg. And was started on (B)(6) 2023. Both antibiotics were reported to have been taken for 5 days. The engineer was allegedly instructed to clean the affected area with soap and water after receiving the stitches. The engineer allegedly did not receive blood-borne pathogen testing either at the emergency room or the occupational health facility he was referred to. The engineer is reported to be currently receiving ambulatory care at the occupational health facility. He was reportedly evaluated on (B)(6) 2023. The engineer reportedly had a follow up appointment on (B)(6) 2023 and there were no complications from the wound. The functionality and integrity engineers finger is reported to not be restored 100 % yet, but currently at 90 % without residual injury.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated that a field service engineer was troubleshooting an issue with a reagent bottle shift alarm on a cobas 8000 e 801 module and cut his finger. The engineer was forcefully pulling a component from the reagent compartment that became dislodged, causing him to pinch his hand between two sharp metal plates and cut his finger. He received a 180-degree cut around the distal phalanx of the ring finger of his right hand. The engineer required 13 stitches at the emergency room due to loss of blood. The engineer is currently in stable condition.